Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024, a cetas healthcare notification regarding the pmcf study was received via email. The facility representative reported that the lateral swivelock c anchor pulled out, leading to a fixation failure. The patient was kept under observation. This was discovered during a subscapularis repair procedure on (B)(6) 2024.